Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 75460 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had deformed tubes.

Event description:
It was reported that bd vacutainer lh pst ii plus blood collection tubes had deformed tubes.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the attached photograph(s) confirmed (B)(4) (collapsed tubes) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.